Manufacturer narrative:
The suspect device was discarded and will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that on (B)(6) 2025, the patient had a hiatial hernia repair [hhr] procedure followed by a transoral incisionless fundoplication [tif] procedure. Post-tif procedure, the patient had a routine esophagogastroduodenoscopy [egd] study. The physician states that the egd study went well, and the study looked normal for this patient. On (B)(6) 2025, during a follow-up egd/visit with the physician, an esophageal leak [perforation] was identified in this patient. The physician placed two esophageal stents and an esophageal clip to repair the identified perforation. The patient has recovered and was discharged home on (B)(6) 2025. No additional patient consequences to report.